Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing two cannula issues. Specifically, on (B)(6) 2025, they encountered a problem with a kinked infusion set cannula. The patient noticed symptoms quickly, within 3 hours of inserting the set, which had been placed in the abdomen area. As a result of the kinked cannula, the patient's blood glucose level rose significantly to 467 mg/dl. To address this high blood glucose, the patient took prompt action by administering a correction injection using a multiple daily injection (mdi) method. Following each incident, the patient successfully replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.